Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref#: (B)(4). Support case ID (B)(4). Dear (B)(6). I'd like to need your help about te2 ,3, 24 ,40001 , internal temperature high. These errors generated on (B)(6) 2021 4:43. Ventilation stopped. There was screw in gas module o2. The screw was found from gas module o2. Strange sound occured from gas module. Q1: is it possible for this screws to come in contact with the electrical components of the gas module o2, causing these technical errors? Q2: we remove the screw and I have the unit running for a week . Unfortunately ,it works normally. How do you think about te2,3,24,40001,internal temp high / gas supply low ? I am confusing whether I replace gas module o2 only or ga module o2 and (B)(4). What will you do ? Best regard (B)(6).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for further investigation. During the investigation on site there was found a loose screw inside the oxygen gas module. Simulated use testing of the received oxygen gas module has not reproduced the described customer issue with technical alarms indicating a power error. The review of the returned device logs confirms the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. In worst case it will be a stop of ventilation. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is that the loose screw has shorten signals inside the oxygen gas module, but the root cause has not yet been fully established in this case. Why there was a loose screw inside the oxygen gas module has not been determined.

Event description:
Manufacturer's ref#: (B)(4).